Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit tones and the patient came in for follow-up testing. Upon interrogation, the device displayed repeated fault codes indicating a possible defibrillation output problem. The physician elected to replace the device.